Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Polarx pas clinical study it was reported that a perforation, pericardial effusion and cardiac tamponade occurred. A polarx fit ablation catheter and intellamap orion diagnostic catheter was selected for ablation treatment to the left inferior pulmonary vein. It was noted that the systolic blood pressure was 70s. It was suspected that the intellamap orion perforated the left artria during initial mapping. Therefore, examination of intracardiac ultrasound was performed which then revealed a 1cm effusion. Given the new effusion, procedure was terminated and left femoral arterial line was obtained as pericardiocentesis was performed. Chest was prepped and draped in usual sterile fashion and ultrasound guidance was used which noted subxiphoid distance to the pericardium was closer to 8 to 0cm. Left parasternal ultrasound view was much better and only 4cm away and therefore was used for access without difficulties. Wire in the pericardium circumscribing the cardiac shadow was confirmed on fluoroscopy. A total of 450cc of bright blood was removed from the pericardium without difficulty and blood pressure resumed and ultrasound confirmed complete resolution of the pericardial effusion. Drain connected to the pericardial drain. Ongoing monitoring of the effusion was performed with minimal ongoing bleed. Comprehensive intracardiac echo evaluation with arrhythmia induction was repeated post ablation, and post-ablation intracardiac echo evaluation was consistent with pre ablation with no changes and no pericardial effusion and there is no left atrial thrombus or left ventricle thrombus seen. Protamine IV was given at end of procedure, and catheters and sheaths were removed at the end of the procedure. There were no apparent complications. The patient was arousable and moving all limbs at end of procedures. No further patient complications were reported.